Event description:
Patient stated test strips don't work. Patient puts test strip in meter and meter says use another test strip. Patient has contacted the manufacturer numerous times and they are inconsistent with sending her new test strips.